Event description:
It was reported the pump was dry and it had been beeping for over 2 weeks prior to (B)(6)2014. The patient was in a lot of pain and was having difficulty finding a doctor to refill the pump. The system was being used to deliver morphine. It was later reported the patient's pump was dry. For two weeks, the patient had not received any pain medications. The patient had nausea for 15 days and went to the ER and received intravenous (IV) medication. The patient was having difficulty regulating her body temperature, "like she was having hot flashes and the pump site and abdomen seems heats up intermittently". The alarm sounded intermittently and when it did, she felt nauseated and vomits. The patient was using fentanyl patches but they wore off on (B)(6) 2014. The patient tried zofran and anti-nausea medication, however, the patient could not handle that. The "only medication [the patient's] body could tolerate right now was tylenol". Additional information received reported that the patient had severe side effects with dilaudid, hydromorphone, and bupivacaine, and she "was not allergic to it." The patient noted that at one at one time she was up to 17 mg per day with dilaudid and developed edema. They reportedly tried to diagnose her with hyperalgesia. The patient has had a dry pump since (B)(6) 2014. The patient went through withdrawals with 25 mg fentanyl patches and it lasted two weeks. The hcp at that time would not treat the patient out of state. When the patient went through withdrawal she was given only fluids at the emergency room (ER) on 4 occasions. The patient was not given pain medications, and went through withdrawals many times. The pump went dry because of an issue related to changing doctors. The patient was supposed to see a new physician and they would not take her insurance so the pump went dry. The patient would like to find a new physician to replace the pump so she could go on with her life. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8578, lot # n084301, implanted: (B)(6) 2007, product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient receiving intrathecal morphine at 40 mg/day with a concentration of ¿around 12 something¿ (they were unsure) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had relocated, and she could not find a doctor that would service her pump. Since no doctor would service her pump, she went through withdrawal on (B)(6) 2014 and her pump was dry for 16 months. She was then able to have the pump removed and replaced. The pump was not replaced due to normal battery depletion. There was no out of box failure reported and no medical or therapy problem associated with small parts reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include:: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8578, lot# n084301, implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient weight was (B)(6) pounds. No further complications were anticipated/reported.